Event description:
During a thv in savr procedure, the thv was deployed too ventricular. The malposition resulted in moderate-severe paravalvular leak (pvl) and a second thv was placed. Due to severe aortic insufficiency (ai) of the pre-existing freestyle valve, visualization for deploying the 26mm sapien xt valve was difficult. The xt valve was positioned 60:40 aortic/ventricular (a/v), but during deployment the valve moved aortic. Over-correction occurred during the remainder of deployment and the xt valve landed almost completely in the lvot in a 10:90 a/v position; but secure and functioning. However, there was moderate-severe pvl which appeared to be mostly anterior, and the decision was made to place a 2nd 26mm xt valve proximal to the 1st xt valve. The 2nd xt was deployed in a 50:50 a/v position with no paravalvular leak and no central leak. This was performed without incident and the patient is doing well. The physician thinks that there was some slack (stored tension) in the delivery system and the freestyle valve was not stenosed enough to counteract the tendency for the xt to move aortic. The aortic annulus diameter measured 22mm x 24 mm by CT with moderate valve calcification.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, it appears that the cause of the malposition with subsequent moderate-severe pvl was related to a combination of patient factors (i.e. Inadequate calcification on the surgical valve) and procedural factors (i.e. Stored tension on the delivery system, over-correction of movement during deployment, and difficulty with visualization secondary to pre-existing aortic insufficiency). It is likely that the pvl was a result of a lack of appropriate sealing of the valve to the target site. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.